Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device at elective replacement indicator (eri) level was returned in one piece for analysis. Visual inspection of the header, pacing function, electrical analysis, battery assessment, and longevity assessment were normal with no anomalies found.